Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a cut under the left breast area. There is no indication that the patient received medical intervention. Outcome of the wound is unknown.